Event description:
It was reported that prior to an unk procedure, the jaw could not be opened before use on pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.